Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was installed and operated on an in-house system, where it successfully passed both recognition and engagement tests. It demonstrated smooth and intuitive movement with a full range of motion in all directions. The jaws opened and closed properly, and the clip test was performed three times in different positions, passing each attempt. Overall, the instrument functioned as intended, and no product-related issues were identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the medium-large clip applier instrument was difficult to release the clip after clipping. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to clamp onto a vessel or tissue bundle. The instrument closed the clip but remained stuck in the instrument. The customer used a backup instrument to continue the procedure.